Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that another lab sends them their repeat (B)(6) samples for confirmatory neutralization testing with the abbott prism hbsag confirmatory assay. On (B)(6) 2018, sample (B)(6) that generated repeat (B)(6) results at the other lab generated confirmatory neutralization assay results of (B)(6) with the abbott prism hbsag confirmatory assay. The sample tested (B)(6) by a (B)(6) nat method and was (B)(6). No suspect results were reported from the lab. There is no impact to donor management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were found, which may have impacted the performance of the product. A review of field data was performed. A total of 1,909,125 samples have been tested with prism hbsag reagent lot 82069m500 across different customer sites. This number of samples is greater than the minimum sample size of the assay package insert (25,238). The number of initial reactive results is 1,085 and the number of repeat reactive results is 212. The initial reactive rate: 0.06% (higher 95% confidence interval within package insert: 0.09%). The repeat reactive rate: 0.01% (higher 95% confidence interval within package insert: 0.06%). Assuming a zero prevalence of hbsag in the tested samples, the specificity is calculated to be 99.99%, which is within package insert specifications of 99.99% with a 95% confidence interval of 99.97% to 100.00%. Both the initial and repeat reactive rates as well as the specificity are within assay package insert specifications. The prism hbsag assay package insert provides information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.